Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mounts were returned to fph for investigation and all devices were visually inspected. Result: visual inspection revealed that the tubing cuff had split at the connector end while others had split at the swivel end. Conclusion: we were unable to conclusively determine the cause of the damaged observed on the returned rt021 catheter mounts. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. This suggests that the returned catheter mounts were damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt021 catheter mounts were "broken". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mounts are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rt021 catheter mounts "were broken". No patient consequence was reported.